Event description:
The aspiration pump was damaged out of box.

Manufacturer narrative:
The pump was returned to penumbra but was not evaluated because of contamination and biohazard issues. The pump was disposed of. (B)(4).